Event description:
It was reported that this left ventricular lead exhibited oversensing and suspected loss of capture. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.